Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the mid-shaft was severely kinked 62mm distal from the mid-shaft bond. On microscopic examination of this severe kink, it was noted that the mid-shaft was broken at this location. An attempt to inflate the balloon lumen failed when the fluid used to inflate, leaked through the break. This leak confirmed a mid-shaft break. As a consequence, it could not be determined if the balloon could be inflated or if there was a leak in the balloon or any of the associated bonds or components. A visual and tactile examination found a kink 47mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the balloon had a hole. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex artery. Upon introducing a synergy ii stent delivery system into a guiding catheter air and blood came through the system. It was then noted that there was a hole in the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the balloon had a hole. The 70% stenosed target lesion was located in the mildly calcified and mildly tortuous left circumflex artery. Upon introducing a synergy ii stent delivery system into a guiding catheter air and blood came through the system. It was then noted that there was a hole in the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s device.